Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Device was returned for repair with a failure code e2 e6 e8, a faulty motor,a faulty control, a damaged coupling latch and a worn hose. During the repair the technician found several parts needed replacing. This is report 1 of 1 for complaint (B)(4).